Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after a supply change, with a reported peak near 348 mg/dl and a concurrent reading of 307 mg/dl, while using a cannula-based infusion set; tubing was disconnected and primed with visible drops, and the user was advised to monitor, with additional training requested due to repeated multiple meal announcements used for correction. Symptoms included hyperglycemia without reported ketones or other adverse effects. Outcomes included no hospitalization, no emergency care, and resolution trend as glucose decreased from the peak. Investigation included review of device reports and user-guided troubleshooting of the infusion line. Investigation of this case revealed user technique concerns related to meal announcements and reliance on duplicate entries for correction, with no evidence of device alarm or hardware malfunction during the event. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with therapy settings and meal announcement practices, necessitating education on appropriate meal announcement and reliance on the correction algorithm.